Event description:
It is reported that the patient received knee implants in (B)(6) 2011 and is experiencing infection and fluid on the right knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.